Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received. The surgeon stated no issues but noticed the motors made a grinding noise. Didn't realize they were using new gun, except for the noise. Ees personal asked about the hematoma? Surgeon didn't know because no reop was performed, patient was given 4 units of blood. Ees personal asked about the CT? CT showed some blood around the sleeve, no reop. Stated he used two black cartridges, then all green. Ees personal asked when using two black, four green was buttress or suture used? Cook buttress. 1 of 2 leaks was with slr. Ees personal asked the patients that presented with hematomas, were the patient profiles similar? All female, no extreme bmi, all less than 55 surgeon asked if green cartridge or same color cartridges causing issues? Should the cartridge selection change? Ees personal responded, nothing comes to mind. No change to cartridge selection indicated. Pms data shows no issues and we have received positive feedback from the launch of new device echelon device. Surgeon stated his feedback from others was to switch down to a smaller cartridge? Ees personal responded: recent studies show a shift in cartridge selection size.

Event description:
It was reported by the rep. Post op leak reported. Post op leak near the angle of his. The patient experienced an adverse event. Patient had a gastric stent placed due to leak.